Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "radial folds", "a small amount of peri-implant fluid", and "capsular contracture" baker grade unknown.

Event description:
Physician reported right side "radial folds", "a small amount of peri-implant fluid", and "capsular contracture" diagnosed by ultrasound. Physician further provided a baker grade iii. The device remains implanted.